Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There are two medical device reports associated with this patient. This report is associated with the right eye. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant procedures and laser, her eyes were so bad that she wasn't supposed to drive. If someone came up to her she couldn't tell who they were until they were right in front of her. There are two medical device reports associated with this patient. This report is associated with the right eye.